Event description:
It was reported that when the device was used during a bowel surgery, the device did not fire. Another device had to be opened and used to complete the case. There was no consequence to the patient.